Event description:
It was reported that the stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 8x100x120 epic stent was advanced for treatment. However, during insertion of the device the stent damaged and shorten as little as 10mm occurred. The procedure was completed with the original device. There were no patient complications nor injuries reported.